Event description:
Healthcare professional reported a port leak of a lap-band system. This problem was first noticed when the doctor "was having trouble doing fills." The "port and a portion of the tubing" of the lap-band system was removed and replaced. Healthcare professional also reported that prior to the port leak, the port was "displaced", and the port was re-positioned at that time.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Based upon the implant date provided by the reporter the connector type is either a rapidport ez strain relief or taper ii. Visual exam may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of displacement as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: port displacement."